Event description:
It was reported that during a da vinci colectomy procedure, the small grasping retractor's tip was not moving. Cable loose. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The small grasping retractor instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument pitch cable was loose due to the opposite side of the pitch cable to be broken. The instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.